Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation and device was inflated two times between 6-8 atmospheres. However, during the second inflation, the balloon ruptured at 8 atmospheres. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patients's status was stable.